Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient has chronic hoarseness and upper airways are inflamed. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient has chronic hoarseness and upper airways are inflamed. Despite two attempts by email to "(B)(6)" on 07/22/2022, 01/13/2023 the device has not yet returned to the manufacturer for evaluation. The product was withdrawn from the patient and disposed locally due to an error. Product is not available for return. If any additional information is received, a follow up report will be filed.